Event description:
Per the clinic, the device was explanted (date not reported) due to an infection (site of infection not confirmed). Additional information has been requested but has not been made available as of the date of this report.